Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple sensor error alerts. Blood glucose was 6 mmol/l. The customer stated the sensor was inserted the day before and the sensor error alerts started occurring at night. The customer turned the sensor off and back on but it was not showing any signal readings. The customer removed the sensor and the electrode appeared slightly shorter than usual. The sensor would be replaced but not returned for analysis.